Event description:
It was reported that the customer had issues with 2 reservoirs. Customer was attempting to draw insulin into the reservoir and the insulin sucks back into the vial. Customer was advised that there could be pressurization issue with the vial to the reservoir. Customer will call back with reservoir information. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.